Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023, a patient received a novasure procedure, but after the procedure the physician could not visualize the cavity so the performed an ultrasound but it was inconclusive. The patient´s bladder was not affected. The patient received metergin and nsaids. Later that day the patient had to be readmitted due to sever pain but it subsided overnight. The patient was later released the next day. Inspection of the device revealed two large holes in the mesh.